Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgery, the surgeon inserted a 65 mm long va locking screw in the proximal portion of the plate using a power driver. He then performed the final tightening with a 2.5 nm torque wrench, but the screw head stripped and became countersunk into the plate; the doctor then requested a 3.5 mm locking screw. The specialist decided to remove the damaged screw and replace it with another locking screw. The surgery proceeded without further incident.